Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the lead exhibited unsatisfactory parameters. While attempting to reposition the lead, it was found that the lead exhibited an issue with helix. The lead was explanted and the patient was in stable condition throughout the procedure.